Manufacturer narrative:
The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The file was opened from a statement in the bilateral file that this lens was explanted five years ago. The lens would have been implanted on/or before the expiration date which was (B)(6) 2005. This would indicate the lens was implanted approximately fourteen years before the dislocation. The patient has fuchs dystrophy and had to have a cornea transplant. The company, 16.0 diopter lens was replaced with a non-company 15.5 diopter lens. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was dislocated. The iol was exchanged for non-company lens model 18 years 1 months 13 days following the initial implant procedure. There are two medical device reports associated with this patient. This report is associated with the left eye.